Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, thus causing the patient to subsequently expire. Furthermore, it was alleged that the event was caused by exposure to the product administered during dialysis treatment.